Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were intermittently unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.